Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands it was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The infusion set detached from patient body after bath. No further information available.